Event description:
Alleged event: physician reported via regulatory reporting agency sus voluntary medwatch (uf/importer report (B)(4) and (B)(4) "five patients with mentor breast tissue expanders developed infections after surgery. Ductal carcinoma in situ of right breast. Reconstruction of both breasts with tissue expander (mentor 450ml with 0 initial fill), and bilateral mastectomy. Patient presents to office appointment for a fill at breast clinic but left breast is warm, red so sent to emergency department on [date removed] left breast tissue expander removed in or(operating room) on [date removed]. This event is against mentor devices." Device has been explanted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).